Event description:
It was reported that the insulin pump was returned w/o any complaint as the customer has been upgraded to a veo insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with the operating currents within specifications. However, the device alarmed and error during the basic occlusion test as a result of a loose motor support disk. Further testing could not be performed due to the error alarm.